Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery spatula instrument associated with this complaint and completed investigations. The instrument was found to have thermal damage at the distal clevis and proximal clevis. Material appears to have burnt off from the charring that occurred at the ears of distal and proximal clevis. The instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The permanent cautery spatula instrument involved in this incident has been returned for failure analysis, which is currently in progress. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted tonsillectomy surgical procedure, an arc sparked when the suction bovie, which has a metal part, touched the wrist of the permanent cautery spatula instrument. It caused a minor burn to the patient. The surgeon had indicated that while the healing process may be uncomfortable, no treatment will be required, and it will not leave a permanent scar the procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report